Manufacturer narrative:
A lot number was not provided, so a device history record review could not be conducted. Product not returned for evaluation, so the complaint could not be confirmed or investigated further.

Event description:
During bone marrow puncture procedure. Near handle area, outer cannula of the needle was ruptures into a large crack, resulting in the needle cannot be pulled back directly. The patient is then sent into the or to remove the remaining needle.